Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Theatre opened the cement order and found the cement boxes completely ripped open inside the cardboard box.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿theatres have just opened the cement order under po: (B)(4) and have found the cement boxes completely ripped open inside the cardboard box.¿. The hospital returned (B)(4) unit cartons in a dispenser case for examination, and a set of 4 photographs. The photographs and samples supplied confirm the complaint description. The dispenser carton appears crushed and ripped, and the unit cartons contained within it also show evidence of crushing. It is not possible to confirm that the unit cartons have been returned in the original packed configuration. There is no evidence that any powder or liquid components were damaged. The original transit carton was not returned or photographed by the hospital for evaluation. Dva-107020-fde rev 10 was reviewed, and this possible failure mode is included. The risk is considered as low as possible and cannot be further mitigated. The potential cause for this complaint based on the available evidence is transport/ shipping. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 30 april 2023.